Manufacturer narrative:
Investigation included complaint intake and user education or troubleshooting. Investigation of this case revealed the cause was unclear. It was concluded that a definitive device-related root cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user alleged the ilet pump malfunctioned and delivered excess insulin, resulting in hypoglycemia and a reported blood glucose of 32 mg/dl. Symptoms included hypoglycemia. Outcomes included healthcare utilization consistent with an emergency evaluation.